Manufacturer narrative:
The company service rep examined the system. The regulator input was adjusted; the cable connectors were cleaned; and an internal inspection was completed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
The surgeon reported the system would not boot up. One pt was under anesthesia. Sixteen cases were cancelled. No pt injury was reported.